Event description:
On (B)(6) 2022, caire received a report of the below incident from (B)(4): on (B)(6) 2021, a fire occurred at the home of a patient located in (B)(6). The fire caused the death of the patient as well as other personal and material damages. On (B)(6) 2021, an oxygen concentrator airsep visionaire 5 manufactured by caire medical ("device") was installed in the domicile of the patient. The serial number of the device was (B)(4). It was the first use of the device which entered into our warehouse on the 14th of january 2021. No intervention or maintenance was executed by us on the device. We have not been able to examine any remains from the device.

Manufacturer narrative:
The device involved in the incident has not been returned to caire for an investigation. The distributor (B)(4) stated the following: we never had access to the device. Indeed, we were informed of the incident almost a month after it occurred and when we had access to the dwelling they had already cleaned and repaired the house and the device (or its remains) was in the possession of the police. We expected to receive a requirement of information from the police but they never did. We never received any judicial claim. (B)(4) received a fire report written either by or on behalf of the insurer.